Event description:
It was reported that an ilet pump touchscreen cracked after being sat on or struck against an object, and the display became unreadable while the device otherwise appeared to function; the device was no longer watertight and required replacement. Symptoms included none reported. Outcomes included continued therapy guidance and the need to transition to a replacement device, with instructions provided to shut down the damaged unit and use cgm via the dexcom app or receiver. Investigation included review of the event details and user counseling on backup therapy, data sync, shutdown, replacement logistics, and return of the damaged device. Investigation of this case revealed accidental physical damage to the touchscreen assembly consistent with external impact, with loss of watertight integrity and inability to safely verify full functionality. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage outside normal device operation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.